Event description:
Country of complaint: (B)(6). Complaint states: needle-thread detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: sample received : 1 unopened racepack. OEM reports no previous complaints of this code batch. There are no units in OEM stock. OEM received on closed sample (reference with double needle). OEM tested the needle attachment of the closed sample received adn the results do not fulfill their requirements. The value did not fulfill the requirements but one sample is not enough to conclude about complying to (B)(6) (15 samples are needed). Nevertheless, taking into account that there are no previous complaints of this code batch and that reviewed the batch manufacturing record this product had a normal process and fulfilled OEM requirements, the quality department determines tha the complaints is not justified. Corrective/preventive actions: not applicable.